Event description:
The user facility reported that the fiber was overheating from the hub and connection point. The fiber appeared to be cracked at the hub part connect and appears to be loose at the laser. There was some charring on the fiber connector. There was no patient injury reported.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The exact cause of the user's report could not be conclusively determined at this time. The legal manufacturer's investigation is ongoing, and this report will be supplemented when new and relevant information is received later.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned for investigation, as the customer discarded the fiber. Based on the results of the investigation, probable causes for the device overheating include device mis-handling resulting in a break within the fiber connector or a manufacturing defect inside the connector. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.